Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced bleeding after sensor insertion that lasted for over 3 minutes. The patient went to a clinic for evaluation. At the clinic, the patient¿s sensor was removed, and the doctor cauterized the area to stop the bleeding. No medication was provided the patient. The patient was sent home the same day after the treatment was complete. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.